Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419388 lead, (B)(6) 2005; d224trk bi-ventricular defibrillator, (B)(6) 2010. (B)(4).

Event description:
It was reported by the patient that the right atrial (ra) lead was in the wrong place. Follow-up was conducted and revealed that the ra lead had an impedance issue but was not dislodged. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.